Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer. Customer declined trouble shooting with customer technical support. No additional information was provided.